Event description:
It was reported that, prior to a breast biopsy, the unit has a broken d.c. Motor adapter in the green cable port. Another system was used to finish the breast biopsy.

Manufacturer narrative:
Info not provided during initial contact. Evaluation summary: the analysis site found that, the control module did not have a broken dc motor adapter and the green socket connector is missing. The jam nut is broken. The main housing is cracked. The site replaced the green socket connector and jam nut to correct the complaint. The site also replaced the pump mounts, main housing, rope bezel gasket, and the control module was serviced, then functionally tested, and was found to operate properly.